Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl (high) while wearing the pod between 4 and 24 hours. According to the patient, the endocrinologist told the patient that they had to remove the pod and use syringes to give themselves insulin and keep their blood sugar stable. It was reported that the pod's cannula was bent when removed. Information on symptoms, treatment and length of hospital stay were not provided. Three due diligence attempts were made for additional information without success. If additional information becomes available, a supplement report will be submitted.